Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim we have recently converted to b braun secondary sets and have observed that ivpb secondary bags are not infusing at the prescribed rate. We had 2 antibiotics programmed to infuse over 3 hours and 4 hours respectively. However, after about 1 hour the rn noticed the secondary ivpb bag was empty. The IV pump said that there was 2 hours left in the infusion, and 73 mls still in the bag, but it was empty. We are not sure if maybe the ivpb flowed back into the primary bag. Whether that's what happened, or that it truly was infused into the patient at a faster than prescribed rate is concerning. Biomed is checking the pumps and I've reached out to b braun but thought I would check with you as well. Do you have any insight?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two samples of primary infusion set and unknown secondary infusion set was submitted for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The infusion sets were primed and connected according to instructions. A simulated infusion was conducted at a rate of 125 ml/hr. One of the sets did not show any issues with leakage, air-in-line, occlusion or backflow. The second set was set to conduct the same infusion but instantly showed issues of backflow past the check valve. The customer complaint of flow issues - fluid blockage was confirmed. The investigation was forwarded to the backcheck valve supplier for root cause investigation. Initial visual inspection of the returned check valve showed no particulate detection or other non-conformities. The returned check valve was tested on an offline backflow tester and backflow was observed. Then the check valve was tested on the automation (a-12) it was originally manufactured on and backflow was detected again. The check valve was then disassembled and inspected. Under microscopic examination damage to the housing inner sealing surface was detected. Damage in an area of the sealing surface could lead to backflow non-conformance. Inspections were carried out at the automation and molding work centers and no other damaged parts were detected. Review of the automation and molding work center were also performed to ensure work centers are performing as intended, there were no observations of machinery that could inflict the damage seen. The root cause for the issue could not be determined. The supplier has issued quality alert for the housing sealing surface defect informing. All personnel that handle the housing component of the non-conformance. Itw will continue to monitor for additional instances of the damage non-conformance. A device history record review for was performed on potential item numbers and lot numbers. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.